Manufacturer narrative:
Analysis of the submitted log file confirmed low battery hazard alarms and a clock reset due to battery depletion; however, no device-related issues were identified during the evaluation of heartmate ii lvas, and a correlation to the reported events could not conclusively be established. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of heartmate ii lvas also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) lists neurologic dysfunction and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6) medical university hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a family member noticed implantable cardioverter defibrillator operation and found the patient was unconscious on the bed. The patient expired on (B)(6) 2017. The system controller's log file was evaluated and found that the batteries drained to a state where they could not maintain pump operation, low battery hazard alarms occurred, and a pump stoppage occurred. No further information was provided.